Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. The physician was able to reproduce the noise that was seen on the egm. The physician observed insulation damage. The sense/pace portion of the lead was capped and replaced. The defib portion remains active. Dfts were successful after the procedure.